Event description:
It was reported that the patient did not understand how to use the purewick urine collection system and were no longer interested in the product. Patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive, due to poor sample. As the instructions were not returned we are unable to determine if the instruction the customer received was adequate. Potential cause of failure is incoming defect. The product was used for treatment. Unknown if the product met specification due to no instructions were returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter " . "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient did not understand how to use the purewick urine collection system and were no longer interested in the product. Patient had been using the purewick products for less than 90 days.